Event description:
On (B)(6) 2022, access bio received complaint via email regarding four (4) false negative results from a complainant. The complainant tested negative four times on (B)(6) but positive on (B)(6) but the symptoms started on (B)(6). Regardless of four (4) sequential negative results, he considered himself positive with covid-19 because he had similiar symptoms as his family. Other test method used to verify positivity for him was not communicated by the complainant. No adverse patient effects were reported.

Manufacturer narrative:
In order to identify the true root cause of this allegation, access bio would need to further communicate with the complainant to rule out potential root causes, however, in the absence of information from the customer it would be difficult to rule out potential root causes identified below. 1. Complainant might misinterpret test results. 2. Complainant might not follow the instructions for use (IFU): a. Inadequate sample collection. B. Interpreting results before 10 minutes. C. Not performing test immediately after opening the test device in the pouch. D. Potential contact with foreign substances and household cleaning products during sample collection and testing. E. Operating test outside of storage conditions. F. Excessive buffer application to sample well of test device. 3. Complainant might not use the test in accordance with its intended use. A. Taking high doses of biotin (> 10 mg per day) 4. 13% of false negative results are expected based on performance characteristics claimed for this test (87% ppa). 5. Tests might be exposed to extreme environmental conditions during storage. 6. Complainant might have other infectious disease such as flu on the first four days, resulting in true negative result by carestart covid-19 home test. 7. Complainant might be infected by familiy members and tested positive on his fifth test, resulting in true positive result by carestart covid-19 home test. Access bio will continue to monitor further complaints through our data trending programs and take further actions based on identified valid trends.